Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four (4) devices were found to have broken tips. All breaks were discovered outside of the operating room with no patient or surgical involvement. No additional information is available. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. As indicated on the dr "the parts are not related to any event. The hospital found some of the instrument broken". The investigations of the returned articles 311.460, 311.320, 309.039 & 03.226.004 have shown that the tips of these instruments are indeed completely broken off. The manufacturing records were reviewed and no deviation to the specification was found. Please note that these instruments have been several years old and clearly show that they have been heavily used over the years. The returned instruments were manufactured as follows; 311.460 in may 2010, 311.320 in may 2010, 309.039 in november 2007 & 03.226.004 in may 2011. Therefore we determine the complained malfunction as normal wear and tear caused due to frequent use. No product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: may 18, 2010. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.